Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the distal electrode.

Event description:
It was reported that during implant the right ventricular (rv) lead had to be repositioned numerous times because there was high impedance, high threshold, and at one point the lead appeared to be in the coronary sinus. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.